Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 the patient was hospitalized due to abdominal pain and nausea. A gastroscopy and CT indicated edema in the small intestine. The intestinal tube had not perforated the intestine. The patient was treated with antibiotics flagyl and ampicillin, number of treatment days unknown. The patient was discharged from the hospital on (B)(6) 2021. Patient was recommended to intake small frequent meals and drink water. Patient is now reported to have recovered.